Event description:
Pt underwent a left carotid angioplasty with moma device (invatech/medtronic). Common carotid balloon inflated in a deformed fashion. Balloon configuration probably a result of mfg problem. Procedure proceeded uneventfully but a stroke risk was present due to balloon malfunction. Moma device delivered into pt. Common carotid artery balloon inflated but balloon malfunctioned. Carotid angioplasty continued despite malfunctioning balloon because removal of balloon was judged too dangerous. Balloon malfunction increased stroke risk considerably. Medtronic informed but no rep evaluated the device in person (despite two queries to them). (B)(4).